Event description:
The following was alleged by the patient's attorney: 02/29/2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per legal complaint attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2012, xenmatrix surgical graft on (B)(6) 2012 and ventralight st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that the patient sustained injuries on (B)(6) 2012. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this is an addendum to the initial emdr submitted in (B)(6) 2018. This supplemental emdr was submitted to report the provided date of event. H11: updated fields: b2, b3, b5, e3, g1, g2, g5, g7, h2, h6 and h10. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, ¿an incision was made above and below the umbilicus where the two palpable hernia defects were noted. The superior hernia was noted to be largest. The second hernia was very small with a large piece of incarcerated omentum in it. This was amputated and the remainder of the omentum was reduced back into the abdomen. A ventralex mesh (device 1) was placed in the subfascial position and tacked to the edges of the fascial defect with suture.¿ (B)(6) 2012 - patient was diagnosed with ileus secondary to foreign body reaction and ventral hernia thereby underwent open repair with excision of ventralex mesh (device 1) and implant of xenmatrix (device 2). Per op notes, ¿previous small midline incision over the hernia defect was reopened. A small seroma in the area of the hernia repair was noted. The hernia mesh (device 1) was noted to be in place, and it was excised. Upon removing the mesh, the ptfe side was noted to be heavily adherent to the small bowel with some scarring which required minor enterolysis to remove the mesh. A severe foreign body reaction was noted in any place where the intestine touched the mesh material which resulted in ileus. The hernia was then repaired with a xenmatrix (device 2) which was placed in the subfascial position and attached to the underside of the rectus muscle with suture.¿ (B)(6) 2016 - patient was diagnosed with ventral/incisional hernia thereby underwent laparoscopic repair with implant ventralight st with echo ps (device 3). Per op notes, ¿an incision was made in the epigastrium. Dense abdominal adhesions were noted and lysed. A swiss cheese type of defect was noted in the upper anterior abdominal wall incision. A ventralight st with echo ps (device 3) was placed into the abdominal cavity covering the defect and secured to the fascia with stapler.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum 1: this is an addendum to the initial emdr submitted in 04-jun-2018. This supplemental emdr was submitted to report the provided date of event. Addendum2: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2011) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.